Event description:
Blood leak from the system pressure dome resulting in an aborted treatment. Patient had approximately 200ml blood loss. Patient was discharged from the ecp unit without apparent injury. Patient was given specific discharge instructions to call if patient experiences abnormal symptoms. Patient was alert, asymptomatic & with stable vital signs at discharge.